Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose. Customer reported that blood glucose went from 106 mg/dl to 252 mg/dl and continued to elevate to 447 mg/dl. Customer treated high blood glucose with manual injections for a total of five. Customer had symptoms of diarrhea and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back and insulin pump passed high pressure test. Insulin pump would be replaced per customer's request.